Event description:
A nurse practitioner called to report that the customer believes "her pod may have given her more insulin than was supposed to be given." The customer had taken sick and, as a result, an ambulance was sent to her home. It is unknown, however, whether she went to the hospital or ER. The nurse practitioner, however, was unable to provide detailed information about the pod or pdm involved or about the event. No product will be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instruct users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency. Note: built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels.)